Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. As customer was changing the cartridge, an altitude alarm occurred. Customer reloaded the same cartridge and insulin delivery was resumed. Customer's blood glucose was 100-200 mg/dl.